Event description:
It was reported that the patient underwent implantation of an intraocular lens (iol) which required an explant in a secondary procedure. It was stated that the implanting surgeon attempted to explant the lens; however, was unable to and the patient was informed to go to (B)(6). It is unclear if the patient proceeded with lens explantation or if the intraocular lens (iol) is still implanted. It was stated that the patient is now deceased. No additional information was provided.

Manufacturer narrative:
Corrected information: event date: (B)(6) 2012. Report date: 05/16/2013. Clarification: secondary procedure (attempted explant) was performed on (B)(6) 2012 but it is unknown if the intraocular lens was explanted. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The device manufacturing records were reviewed and showed no deviations. Diopter measurement records from this particular lens were verified and shown to be within specifications. This is in compliance with the labeled dioptric power 20.0 diopter for this production order. Placeholder.

Manufacturer narrative:
Additional information: date of event: (B)(6) 2012. Intraocular lens was being explanted because patient complained of blurry vision and difficulty with near visual acuity. Follow up with surgeon indicated the patient did not die during the explant procedure. Hypertension and diabetes. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.